Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection did not indicate any damages or abnormalities on the sample. The sample was then primed with not issues with leakage, air-in-line or occlusion. The sample was then connected to a sample bd infusion set and a simulated infusion was conducted. There were no issues found. The customer complaint of fluid blockage / flow issues - backflow was not confirmed. A root cause analysis was not conducted because the reported failure could not be replicated. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Pump alarming downstream occlusion. Piv flushed with ease, able to get blood return, IV site asymptomatic, filter changed out with new filter but same type of filter. No patient harm.